Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo did not identify any defects associated with the no flow event. The reported event was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was air in the filter of a clearlink y-type blood solution set during infusion, and blood was not flowing through the filter properly. The set was being used with a sigma spectrum infusion pump. There was no patient injury or medical intervention associated with this event. No additional information is available.